Event description:
The bwi complaints management department was notified of this incident via the bwi legal department. This is a third degree skin burn adverse event. Notice of intent - patient received third degree burns that required extensive treatment after an ablation procedure, in which an ez steer thermocool f-j ablation catheter was used, on (B)(6) 2010 at (B)(6). Atrial fibrilation procedure performed on (B)(6) 2010 - below is the summary: based on information available and belief, the staff members performing and/or assisting in the procedure - failed to follow appropriate procedure and safety precautions including, but not limited to correct electrode placement and correct/ sufficient grounding. As a result a 3rd degree burn requiring intensive treatment. The patient is left with permanent scarring and disfigurement. The burn was not identified during the (B)(6) 2010 admit to (B)(6) hospital. The patient was unaware of it due to damage to his nerve endings from the severe burn. The remainder of the admission was complicated by arrhythmia that was stabilized with medication. On (B)(6) 2010 patient was discharged home. On around (B)(6) 2011 the patient discovered a large red welt on his back. He went to his primary care physician who prescribed topical medications. Despite treatment, the wound did not heal. On (B)(6) 2011, the patient was seen at (B)(6) with the wound evaluated for a large full-thickness burn on the upper aspect of the back that was present for the past year from a procedure that was performed in the cardiology suite. The patient denies any pain, as there is no sensation in this area. The wound is a third-degree burn that is now infected, approximate size of wound is 10 cm x 8 cm.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. (B)(4). On (B)(6) 2012, the patient underwent excisional debridement of the 3rd degree burn on the back, full thickness to the level of subcutaneous tissue with application of xenograft integra skin substitute. In (B)(6) 2012, the patient was hospitalized again for another attempt at graft placement. Patient is left with scarring and permanent disfigurement.